Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 600 mg/dl. The other relevant blood glucose value was 380 mg/dl. The customer treated their blood glucose levels with manual injections. The customer also reported that insulin pump was getting a no delivery alarm. During troubleshooting, customer states insulin did not exit. Customer declined further troubleshooting. Customer also experienced that he had stomach flu. The insulin pump will not be returned for analysis.